Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the patient's catheter was replaced. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury and the issue was noted as resolved. The catheter was disposed of and would not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (b)(64, (B)(6), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen(2000 mcg/ml at 1350.6 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that the patient had a refill on (B)(6) 2018 and went to the hospital on (B)(6) 2018 due to withdrawal symptoms that included: sweaty, shaking, spasms, and diaphoretic. The caller stated that the patient was kept in the hospital for 3 nights and that an unknown device manufacturer representative came to the hospital to check the patient's pump. It was reported that the patient was brought in for a dye study during which they think that a catheter kink was resolved by pushing dye into it because after the dye study the patient felt better. The caller stated that the patient started experiencing withdrawal symptoms again last night and the hcp required assistance with reading the patient's pump. It was confirmed that no anomalies were in the pump logs. The caller stated that the patient would be seeing their neurologist tomorrow. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.